Manufacturer narrative:
Age at time of event: 18 years and older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 90% stenosed, 2.75 x 20, eccentric target lesion with a bend of between 45 and 90 degrees was a restenosis in the moderately tortuous and severely calcified left anterior descending artery. Following pre-dilatation using a 2.75 x 15 emerge balloon catheter, a 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. No patient complications were reported.